Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit had unresponsive all buttons due to moisture damage electronic assembly during visual inspection. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed battery out limit and keypad anomaly. The customer's blood glucose level was 329 mg/dl at the time of incident. The customer reported jumping in the pool and being unable to clear the alarm due to the button pushes not responding. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.